Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the air/water cylinder, the air/water tube and on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the device was not reprocessed properly due to a leak from a crack in the scope cover. The event can be detected/prevented by following the instructions for use which states the detection methods in gif/cf-170 series operation manual chapter 3 preparation and inspection and the preventive measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.